Manufacturer narrative:
Desc evt problem: events reported in this procedure are filed under MFR report # 2953769-2011-00052 and 2953769-2011-00053. Eval method: follow-up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level l3. From the intraoperative images, the bone cement was observed to be over 3/4 towards posterior of the vertebrae. As the physician continued to fill the bone cement, it leaked into the spinal canal. Postoperative CT confirmed the cement leakage. Reportedly, the procedure was completed successfully and patient status is good. Re-operation is not planned as the patient did not have neurological symptoms. No further information was reported.